Event description:
It was reported that prior to a robotic laparoscopic urology procedure, the team forgot to confirm the position of the angles during setup of the arm cart assemblies (acas). As a result, they could not insert instruments or use them from the instrument drive unit (idu). The hospital team was debriefed about this issue. There was no failure associated with the idu of any of the acas. There was no patient involvement.

Manufacturer narrative:
Correction: additional information was received, and a reassessment of the reported information has been performed and it was concluded that the event did not lead or could not have led to death or serious deterioration in state of health for the patient. The event was originally coded with reportable annex a code a1502: positioning problem and an initial mir was submitted. Additional review of the initially reported information indicated the more appropriate annex a code to be a23: use of device problem, so a1502: positioning problem was removed and the report no longer met the requirements of regulatory reporting. Update information: b5 (event description), h6 (annex a and annex c codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes states that preliminary review of the log files did not show any errors. Functional testing of the instrument drive unit (idu) did not reproduce the failure. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic urology procedure, an error occurred when trying to move the instrument drive unit (idu) down. There was no patient involvement.